Event description:
As per sales rep they were unable to cross the target lesion and hwile removing the sds the stent dislodging in pt. The stent is being surgically removed. There was no reported pt injury. The product was clinically used and will not be returned.